Manufacturer narrative:
H-10: a co rep checked the sys and found the vent & irrigation solenoids sluggish, and vacuum transducers out of spec. Components were cleaned and recalibrated in the field. Possibly related to lack of cleaning/servicing per MFR's recommendations. This report was mailed in to FDA on: 01/09/1998.

Event description:
Reporter noted residual vacuum, resulting in posterior capsule tear. Required anterior vitrectomy. Still has residual cortex behind the iris and increased iop.